Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a high drain 201 alarm occurred during dwell two of peritoneal dialysis on the homechoice. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The customer reported feeling very full. The technical services representative (tsr) assisted the customer to complete a manual drain and then arranged a swap and discussed the use of manual supplies to complete therapy until the new device arrives. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The increased intra-peritoneal volume (iipv) event was verified through an event history log review. Internal and external visual inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite), including functional and electrical testing of the device. The device was determined to meet functional performance specification requirements per rite testing. A short simulated therapy was performed and passed successfully without any delays or alarms. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. Upon conclusion of the investigation, the cause was one or more cycles were advanced to next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.